Event description:
The patient came in due to signs of an infection 3 years and 4 months after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 179650: (B)(4) items manufactured and released on 05-apr-2018. Expiration date: 2023-03-21. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Manufacturer narrative:
Batch review performed on 10-feb-2022. Lot 179650: (B)(4) items manufactured and released on 05-apr-2018. Expiration date: 2023-03-21. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection 3 years and 4 months after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.